Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). S/w 4.10d, retainer ring = clear. On (B)(6) 2021 the customer passed. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No missing retainer or detached retainer noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. For the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6). The pump passed the functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.